Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that there was a lead dislodgement, based on p-wave not being measurable and unsuccessful atrial stimulation even with high outputs. The patient was also in atrial fibrillation. The lead remains implanted and the device was programmed vvir mode. No patient complications have been reported as a result of this event.